Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of a right femoral artery with the presence of plaque after an interventional procedure. Reportedly, five days after an uneventful arteriotomy closure, the patient returned to the hospital complaining of the pain in the leg. Stenosis was observed in the puncture site, by computed tomography scan and angiography. The next day, the stenosis was confirmed with angiography and intravascular ultrasound examination. Additionally, the computed tomography scan and angiography revealed that the puncture site appeared to be tightened incorrectly with the suture. The physician assumed this occurred as a result of the posterior foot catching the plaque before the needle tip was engaged with the cuff, which resulted in plague being pulled into the puncture site by the suture. Blood flow was restored with percutaneous transluminal angioplasty. There were no reported adverse patient sequelae. Though requested, no additional information was provided.